Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implant surgery. Following the procedure, the patient developed a post-operative hemorrhage. Due to an advanced directive in place, which prohibits life-saving surgical interventions, the patient unfortunately passed away. The surgeon has clearly stated that the event was not related to the device, and it is uncertain whether it was related to the procedure.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: (B)(6) batch: 7086026 UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c batch: 36122989 UDI: (B)(4).